Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, it was noted that there was moisture ingress and there was moisture corrosion on all the boards and display. A leak test was performed and failed indicating a display lens leak. There was no vibration due to moisture damage. Unrelated to the original complaint, the display appeared to be dim and discolored; a battery compartment crack observed below the bumper pad. Additionally, the display lens was peeling; there no evidence of damage or peeling to the keypad. The ok, down and up were working but the contrast key did not. The keypad was removed and there was contamination found under all the key contacts.